Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a 500cc mentor memorygel breast implant and experienced postoperative left-sided rupture and grade iii capsular contracture. The capsular contracture was diagnosed by a healthcare professional on (B)(6) 2019. MRI performed on (B)(6) 2020 indicated the rupture and also the capsular contracture. As a result, the patient is scheduled to undergo unilateral removal and replacement with an unspecified mentor gel implant on (B)(6) 2020. However, the revision surgery may be delayed due to the covid-19 situation. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 13-may-2020, mentor received additional information regarding the date of explantation. The date of explantation was rescheduled from 6-apr-2020 to 10-jun-2020. The relevant field has been updated. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient¿s capsular contracture. Initially, the grade of capsular contracture was reported as grade iii. However, additional information revealed that the grade was grade IV. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the device manufacture date was reported as 1-may-2012. However, after the mre was performed, it was found that the actual device manufacture date is 26-apr-2012. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jun-2020, the suspected medical device was returned for evaluation. On 23-jun-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear measuring approximately 12.0 cm was also observed, starting within the crease/fold and extending to the anterior view. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).